Event description:
The customer reported via phone call that the customer received the motor error alarm on the insulin pump during a prime. The customer's blood glucose was 61 mg/dl. The customer was unaware of any significant events leading to the alarm. While troubleshooting, the customer was unable to complete the rewind sequence. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, and prime test. The pump was received stuck in the motor error loop during the bolus/basal delivery. The motor was tested outside of the device and it passed. Unable to confirm other error alarms in the alarm history screen due to an over written history file. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test and occlusion test due to the motor error alarms. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot, broken battery tube threads, and a cracked case at the reservoir tube window corner.